Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the stent was deployed at nominal pressure in the marginal branch of the circumflex; however, an edge dissection occurred after deployment and another stent was put inside the first stent to treat the dissection. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation - dissection is a known adverse event associated with coronary stenting as noted in the IFU and the risk assessment and can be influenced by several factors, including, but are not limited to, lesion characteristics, procedural technique, and device size selection. Also, stated in the IFU: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A conclusive cause for the reported patient effect and the relationship, if any, to the product cannot be determined.